Event description:
During an initial hip surgery on (B)(6) 2015, the handle of the broach handle fractured during implant impaction. The same instrument was used to complete the procedure without the handle. There were no reported delays and nothing fell into the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the t handle being impacted during use. Further analysis notes surface artifacts are consistent with a brittle-overload type fracture.